Manufacturer narrative:
No conclusions can be made since the product was not returned to dmta and limited information was provided by the customer in reference to the complaint event.

Event description:
"It has been reported that during a laser fiber case a doctor received a burn when a laser fiber broke during the case. There was no patient injury. When (B)(6) olympus sales representative spoke with the doctor about this burn he stated that he was fine. They were using a dornier 30 w laser model hls30w, serial number (B)(4) and the laser fiber was a (B)(4)." "Dr. (B)(6) performed a ureteroscopy procedure. The fiber broke outside of any other instruments. The doctor did not require any treatment for his burn. There was no patient injury. No bleeding reported either. No longer stay or additional procedures needed. The procedure was completed. No medwatch being filed by the hospital."